Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17745. It was reported that lead noise was noted on both the atrial and ventricular channels on one high ventricular rate episode via merlin.net. Lead testing was discussed.